Event description:
The surgeon was performing a tonsillectomy using a prociseez coblator to cauterize the tonsil areas. According to staff, the end of the coblator electrode burned off and the piece stopped working. There was no indication of whether the piece that burned off was retrieved, or burned off entirely. There was no harm to the patient. The surgeon switched to a suction coagulator to finish the case. The or supervisor stated that there was a question of user error, as the surgeon may not have been using enough water while cauterizing.====================== health professional's impression======================tip overheated and burned off. Possibly due to user error in that the surgeon may not have been using enough water while cauterizing.